Event description:
Customer reported false negative leukocytes results on the instrument. There was no report of injury due to this event.

Manufacturer narrative:
The cause for the discordant leukocytes results is unknown. Please note: initial MDR was filed with us FDA on march 12, 2015 but it resulted into failure due to incorrect year was entered in MDR# (entered "2014" instead of "2015").

Manufacturer narrative:
Siemens product support team has investigated returned strips. Investigation results: performance testing of returned reagent showed 56% positive response with 5 wbc/mcl solution & 100% positive response with 15 wbc/mcl (leu sensitivity range noted in reagent IFU). Testing with negative solution gave 100% negative response. Visual observation of strips ejected from the instruments at the end of the test cycle matched instrument results - no color development from negative solution; some color at 5 wbc/mcl solution, more color at 15 wbc/mcl solution. Siemens product support team concluded that customer report of false negative leukocytes result was not reproduced. Siemens field service engineer altered instrument's decode value for the cut-off point between negative and trace to meet customer expectations. The customer is now operational. The strips were found to be performing to all specifications.